Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the surgeon had sutured the anvil inside the intestinal loop during an open rectosigmoidectomy, the device was difficult to close. It was also stated that the anvil was bent and tilted prematurely. They opened another stapler to complete the case. There was no patient injury.